Event description:
This is the first of three reports (same reporter and same product ID); linked to mfg reports: 3006697299-2016-00078 and 3006697299-2016-00079. It was reported that when connecting the camcable to icp catheter no temperature appears and an unknown error message appears on the screen. The cam cable had been used for at least twenty to thirty demos without any issues. The incident occurred on (B)(6) 2015; the device was not in contact with a patient therefore there was no patient injury or death alleged. The event did not lead to an increase in surgery time. The device was thrown and was not available for return.

Manufacturer narrative:
Integra has completed the internal investigation for this device complaint on (B)(6) 2016. The investigation included: review of complaint history. The product was not returned for evaluation. The customer had disposed of the defective cable to replace it with a new cable since the defective cable was not repairable; a review of the device history records (DHR) review could not be completed for camcabl cable since neither the serial nor the lot number were provided due to disposal of the actual device by the customer. No trend has been identified. Since the product was not returned for failure analysis investigation no root cause can be determined.